Manufacturer narrative:
The sample was not available at the time this report was filed. A review of the device history record is not possible as no lot number was available. Root cause could not be determined. All information reasonably known as of 12may2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by a physician that an incident involving a broken needle occurred 8 years ago. During a procedure, the 30 gauge 1 inch hypodermic needle broke off into a male patient, and the patient was sent to the emergency room. The physician stated he does not know if the needle was retrieved as he stopped following the patient. No additional information was provided.

Manufacturer narrative:
All information reasonably known as of 03aug2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Additional information was received on 07jul2017 that states the physician stated he recalled the patient was between the age of 70-80 years old. Additional information was recorded from the physician on 10jul2017. The physician stated the call on 07-jul-2017 was in reference to the incident to the male patient that occurred 8 years ago. The status of the patient is currently unknown as the physician no longer followed the patient. No additional information was received.